Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the lead exhibited loss of capture, device sensing problem, use of device problem and helix mechanism issue resulting in failure to extend helix and retraction problem. The lead was removed and replaced. The patient was in stable condition throughout.

Manufacturer narrative:
Correction: the serial number should have been (B)(6) instead of (B)(6).

Manufacturer narrative:
The reported events were inadequate capture, sensing problem and helix rotation issue. A complete lead with the helix retracted was returned for analysis. The reported event of a helix rotation issue was confirmed. Visual inspection found the helix to be clogged with dried body fluids. X-ray inspection found over torque of the inner coil at the connector region of the lead. By applying torque directly to the inner coil, the helix was able to extend and retract within product specification. The cause of the helix rotation issue was isolated to the helix being clogged with blood and over torque of the inner coil. The reported events of inadequate capture, sensing problem were not confirmed. Electrical testing did not find any indication of conductor fractures although an internal short was noted due to the over torqued inner coil. All damages found are consistent with procedural damage.